Manufacturer narrative:
No unexpected motor error alarms, software error or no delivery alarms were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The operating currents were within specification. The pump passed the functional testing. The motor was tested outside of the device, and it passed. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and software error from the insulin pump. The customer's blood glucose reading was 530 mg/dl. The customer treated with 3 units with the pump then 10 units of manual injections. The customer received a motor error then a software error. The customer stated that she was at a funeral yesterday and the pump kept alarming no delivery. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer performed the displacement test and it passed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.